Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos and three physical samples were provided to our quality team for investigation. Upon inspection, particles are observed within one of the syringes. Further evaluation identified these to be polypropylene particles. A device history review was performed for reported lot 2505008 , no deviations or non-conformances were identified during the manufacturing process. Six retained samples were also examined, and no particles or contamination were observed. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. Although no direct manufacturing issue was identified, the particles likely originated during product movement within the assembly equipment. Manufacturing personnel have been notified to increase awareness and prevent recurrence. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
510k is na as this material number is only sold in the EU. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: during the preparation of a parenteral infusion, a mobile particle was detected in the syringe plunger head ¿ the particle is in the fluid path. A follow-up inspection revealed two additional units containing particles, still in their original packaging. The particle was detected before the affected syringes were used; there was no impact on the patient.